Event description:
Additional information received noting that the explanted devices were discarded.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was referred to undergo a possible full revision surgery. Additional information received noting that the generator was being replaced due to battery depletion and the lead will be repositioned as the patient is experiencing an abnormal sensation in her neck when turning her head. An implant card was received noting that the patient underwent a full revision. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that the full revision was for patient comfort only f10 adverse event problem, corrected data: initial report inadvertently left out code f11.

Event description:
Additional information received noting that the full revision was for patient comfort only.